Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; moisture/corrosion in the battery compartment with intermittent power issue. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.